Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found one of the cables for the video generating board was disconnected. The fse connected the cable and tested the unit. The product passed all functional/safety testing and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen will not turn on.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit screen will not turn on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).